Event description:
The hcp reported that near the end of the procedure, the catheter was removed from the pt and it was noted that the needles had not fully retracted into the cartridge. The procedure was discontinued and no intervention was required. No adverse effects to the pt were reported.